Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item 011-h1225 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 12733917 was reviewed and no non conformities were found that would have led to the reported complaint. Additional information found in d9 - device available for evaluation.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter information: (B)(6).

Event description:
The event occurred on an unknown date in (B)(6) 2023 involving a 41 cm (16") appx 2.7ml, ext set tubing pur ambrate, spike, y-clave¿, luer check valve where blockage during administration of fluorouracil (5-fu) was reported. The device was connected to an infusomat space cyto-sets; b.braun manufacturer to 3 three different types. The problem occurred in the beginning of infusion when a nurse started to administer the medicine where there was an immediate blockage. There was unprotected chemo exposure. There was patient involvement and delay in critical therapy; however, there was no patient harm. This is the second of four events.